Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause of the malfunction to failure of the power pcb assembly. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not power on ac or dc power. The device would not be available for use in the reported condition. There was no patient use associated with the event.